Event description:
The customer contacted baxter's technical service center to report a burning smell coming from the homechoice (hc) device during use, patient not connected. The home patient (hp) stated she smelled the burning smell and the smell got stronger when close to hc. The baxter technical service representative (tsr) had hp unplug from surge protector that hc plugged into and unplug the surge protector also. The tsr initiated a swap of the device. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. The tsr advised the hp to contact the peritoneal dialysis registered nurse (pdrn) regarding the number of manual bags needed for therapy. There was patient involvement, but no patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and was evaluated by the product analysis lab (pal) for the reported issue of a burning smell. An internal/external inspection was performed and heat damaged alternating current component (accomp) printed circuit board (pcb) and ac power cable assembly was found. Power was cycled and the device would not power up. Heater element was checked and resistance was within specifications. The reported issue was confirmed. The assignable cause was a heat damaged accomp pcb/ac power cable assembly. The accomp pcb and ac power cable assembly were scrapped and the device was sent to service.